Event description:
Pt presented with a 1 week history of leg ischemia. Pt had occluded fem-pop bypass graft. Omniwave device used after three different lytics were unsuccessful in clearing clot. Physician placed 5-mm emboshield distally in popliteal artery and ran omniwave for 3 to 4 minutes. Physician also infused 250,000u urokinase through infusion port. Repeat arteriogram showed no success in establishing visible vessels distally. Physician chose to remove omniwave and emboshield, and placed 40-cm ekos catheter and ran urokinase overnight for 12 hours. Afterward, pt had dorsalis pedis signal and repeat angio demonstrated distal anastomotic stenosis. Pt was treated for: distal anastomotic stenosis with angiosculpt balloon, and for compartmental syndrome by fasciotomy.

Manufacturer narrative:
Physician reported pt was "doing well." There is no info suggesting the omniwave malfunctioned. This is the second occurrence of a fasciotomy following omniwave use by this physician. No other reports of fasciotomy following omniwave use have been reported by any other physician. The cause of lack of blood flow post-treatment is unk, but potentially related to either vessel spasm and/or emboli. Embolization is a known complication of mechanical thrombectomy procedures and listed as a potential complication with the omniwave device (refer to enclosed omniwave instruction for use 98-1984-iu, section 1.4(4)).